Event description:
It was reported that non-locking screws which remained secured to a fixation plate became loosened from a patient's compromised bone eight weeks after implant. They were removed and replaced.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. Review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections: d3 establishment name - kls martin se & co. Kg. G1 contact office establishment name - kls-martin l.p. G1 contact office manufacturing site name and address - kls martin se & co. Kg kolbinger strasse 10. Muehlheim/donau, deu 78570, deu.